Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that it seems to take 3-4 minutes to deliver the bolus. The agent walked the patient through clearing the data and the patient then tried connecting again and they were able to get connected without having any further issue. The patient¿s boluses per day were 6.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The patient reported that initially they were not given a remote when the pump was implanted. Patient stated that they ended up getting a used one and within a couple of months it bricked and stopped working. Patient said that they was given a replacement and it has been working but initially it would zip right up to 90% and then they would wait a few seconds and it would deliver the bolus but now it seems to take longer and longer. Agent walked the patient through clearing the data. Patient will call back if this does not resolve the issue. Patient mentioned they have oral baclofen.